Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 342 mg/dl, 134 mg/dl. Tests were done 15 minutes apart with a difference of 77%. Patient did not experience any adverse events. No further information has been reported.